Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem. Unknown head. Unknown liner. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-00629; 0001825034-2019-00630. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient underwent initial hip arthroplasty on an unknown date. Subsequently, the patient dislocated due excessive anteversion . Posterior impingement was also noted. However, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.